Event description:
Customer reported discordant ph results on two different instruments. A (B)(6) scalp sample was measured with a ph of 6.8 on the first instrument whereas other sample reported ph of 7.3 on second instrument. The customer indicated that a ph of 6.8 for a (B)(6) scalp sample could result in a cesaerian procedure. There was no report of injury for this event.

Manufacturer narrative:
The cause for the discordant ph results is unk.